Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, when they had removed the device from the patient and began to use it again they noticed that the tissue pad had detached outside of the patient. There were no alert screens displayed at the time. They then used another like device to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the device returned was a different batch number than reported. Complaint is against batch # l91t9u but we received batch # l91p99. The device received was returned in good physical condition. The tissue pad was in good physical condition and properly attached to the clamp arm. The device was tested with a test handpiece and generator and the device did activate using max, min, and advanced hemostasis buttons. It was difficult to rotate the device once assembled. The device was disassembled and the connector base was not fully seated in the shroud. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.